Manufacturer narrative:
The customer indicated all qc results were within specifications and no system error message was received. A bci field service engineer (fse) visited the site and found what appeared to be gel from sample tubes clogged into the sample probe wash collar vacuum/waste valve. The fse removed the gel clot, cleaned the valve and re-installed. The fse ran all qc to verify the instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leaking on unicel dxc 800 pro synchron clinical system. Incorrect results were generated and reported out of the laboratory. Per customer, no patient treatment was affected.